Event description:
Blood glucose monitoring device was reading higher than normal with a result of 248 mg/dl. It was reported customer took normal amount of insulin and oral medication and then measured glucose on a different device which read 63 mg/dl. Reporter stated going to the hosp where their meter read 198 mg/dl and no treatment was received. A request was made for the return of the suspect device and replacement product was sent.